Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement monitor shipped to site 01/29/2016. Medtronic investigation of returned suspect monitor connected the monitor to a test system for a multi-day burn-in test. The image remained normal during all testing. It has an outdated bios (v. B 00). Per rpi specifications it should have bios v. C01. No fault found. Reported issue could not be replicated. On 02/05/2016, a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.

Event description:
A medtronic representative reported that, while replacing a computer on the site's navigation system, noted that after approximately 10 minutes the navigation system monitor went black and then turned back on. This behavior occurred three times in a 30 minute period. In trouble-shooting, the medtronic representative plugged the power cord into a different port, however, the issue was not resolved. There was no patient present when this issue was identified.